Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed and the display did not return. The customer reported that there was water inside the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify critical pump error due to blank display.